Manufacturer narrative:
(B)(4) - no known consequences or impact to the patient. Difficult to advance. Evaluation method - lot work order. Results: the visual inspection of the two injectors returned showed evidence of a clear surgical residue ,however, the was no visible damage observed. Additionally, the lens was received with a bent haptic. A lot order search was performed and no similar complaints were found. Conclusion - (unable to confirm): based on the complaint history, lot order search and product evaluation, we were unable to determine a specific root cause of the event. (B)(4).

Event description:
It was reported that the 0.5 diopter aq2010v three piece silicone lens would not advance properly in the injection system. The surgeon believes there is an injector issue. There was no patient contact.